Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) where it was visually inspected for the reported hole. Results: visual inspection of the returned circuit revealed a hole approximately 58 cm from the proximal connector on the evaqua expiratory limb. A lot check revealed no other complaints of this nature for lot 131119. Conclusion: based on the inspection conducted, the evaqua expiratory limb of the returned rt340 circuit appeared to have been punctured with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported via a distributor that a hole was found on the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit prior to patient use.